Event description:
A patient was referred for prophylactic generator replacement surgery. Clinic notes were later received indicating that historically an increase in seizure frequency and intensity has been associated with the battery nearing depletion. Follow-up from the provider indicated that the increase in seizures was not worse than before vns, and that it was a routine generator replacement. The explanted device has not been received by the manufacturer to-date. Additional relevant information has not been received to-date.